Event description:
According to the reporter, during dialysis, there was a blood leakage and a crack noted from the blue (port) luer adapter. Nothing unusual was observed on the device prior to use. The catheter was not repaired. Povidone iodine was the cleaning agent used on the device as well as to clean the adapters itself. The cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. Tego was not utilized. No instrument was used to loosen or tighten the device and hands were used instead. The insertion sitewas not treated prior to product placement. Flushing was done prior to use with normal results. No other products were being utilized with the device. There was a blood loss of about 40ml to 50ml but no blood transfusion was required. The patient had a medical intervention/treatment due to the event. As remedial action, the catheter from another company was used as replacement to resolve the issue. Treatment was completed on the same day the catheter was exchanged with a competitor catheter. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, there was a blood leakage and a crack noted from the blue (port) luer adapter. Nothing unusual was observed on the device prior to use. The catheter was not repaired. Povidone iodine was the cleaning agent used on the device as well as to clean the adapters itself. The cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. Tego was not utilized. No instrument was used to loosen or tighten the device and hands were used instead. The insertion site was not treated prior to product placement. Flushing was done prior to use with normal results. No other products were being utilized with the device. There was a blood loss of about 40ml to 50ml, but no blood transfusion was required. As remedial action, a catheter from another manufacturer (unknown details) was used as replacement to resolve the issue and the treatment was completed on that same day. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: a2, a3, a4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted a slow leak in the venous luer adapter where it connects to an external line. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.